Manufacturer narrative:
H6, component code: added imdrf code g07001. H6, health effect - impact code: added imdrf code f12. According to the gore® cardioform septal occluder instructions for use (IFU), adverse events associated with the use of the occluder may include, but are not limited to: new arrhythmia requiring treatment. With the information reported to gore this investigation is considered complete, the cause of the complaint was unable to be determined. H6, health effect - clinical code: replaced FDA code 1729 with imdrf code e060102. H6, health effect - impact code: replaced FDA code 4644 with imdrf code f2303. H6, medical device problem code: replaced FDA code 2993 with imdrf code a24. H6, type of investigation: replaced FDA codes 3331, 4111, 4117, with imdrf codes b14, b13, b20. H6, investigation findings: replaced FDA code 213 with imdrf code c19. H6, investigation conclusions: replaced FDA code 11 with imdrf code d15.

Event description:
It was reported to gore that a 25mm gore® cardioform septal occluder was selected to treat a patent foramen ovale. Following the implant, the patient was reported to have developed atrial fibrillation and was admitted to hospital, where she received medication and subsequently self-cardioverted. Hospital discharge ensued and the patient was reportedly doing well.

Manufacturer narrative:
The review of the manufacturing records verified that the lot involved in this event met all pre-release specifications.